Manufacturer narrative:
Corrected data, supplemental #1: date received by manufacturer inadvertently listed as 04/17/2019 instead of 04/29/2019. Corrected data, supplemental #2: follow-up # inadvertently not listed as 2 corrected data, supplemental #2: report source company representative inadvertently not selected corrected data, supplemental #2: date received by manufacturer inadvertently not listed as 05/07/2019 corrected data, supplemental #2: follow-up type correction inadvertently not selected.

Manufacturer narrative:
Corrected data: device manufacture date inadvertently not listed.

Event description:
It was reported that a patient was suffering from dysphonia that started after device implant. Examination by an ent revealed left vocal cord paralysis. Stimulation was noted to not have been turned on yet. Impedance was noted to be ok. No other relevant information has been received to date.